Event description:
It was reported that multiple pump motor stalls occurred. Due to a recent heart attack (please refer to manufacturer report #300420 9178-2013-19896) the patient subsequently had 4 magnetic resonance images (MRI) taken. It was also noted that the patient may have been defibrillated due to the heart attack. The pump did not recover following the 4th MRI; however, the patient was asymptomatic at that time and during the refill the actual residual volume matched the expected residual volume. The reporter confirmed that the pump was not interrogated after the MRI. Motor stall recovery was noted in the event logs; however, the reporter indicated that the recovery was not there for the initial refill but after a different refill. During one of the refills the reporter noticed that the pump had been stalled for approximately 10 days and she believed it was following a computed tomography (CT) scan. Since then there had been multiple motor stalls. On 2013 (B)(6), the pump was refilled and on 2013 (B)(6), a motor stall occurred with tube set on 2013 (B)(6). Recovery occurred on 2013 (B)(6) and a motor stall occurred again on 2013 (B)(6) which had not yet recovered. The patient experienced withdrawal since the pump had been stalled. The plan was to replace the pump; however, no scheduled replacement date was provided. The device system delivered sufentanil. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8711 lot# j11044r55, implanted: 2002 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device code (B)(4) applies to the pump. Conclusion codes no long apply to the pump.

Event description:
Additional information received on (B)(6) 2016 stated the pump was turned off and does not work. No further information was provided.

Event description:
Additional information was received from a consumer on 2016-dec-19. (B)(6) would not approve a new pump or what it would take to turn the old pump back on or get it working again. It was noted that the patient went to the hospital for tests and it stopped. The patient was in much pain and was currently in the nursing home. The pump was still implanted, but not working. It was later reported on (B)(6) 2017 from a consumer that the pump does not work and is now in the nursing home. It was noted that turning off the pump was done at the hospital while getting tests when admitted. It was noted (B)(6) refused to turn back on and healthcare professional dropped him. Patient experienced lack of pain relief and it was noted the pump was still implanted.